Event description:
On (B)(6) 2012, a vns treating physician reported that he was unable to interrogate the patient's generator. A battery life calculation was performed which showed 0.36 years remaining until near end of service. Clinic notes from the patient's visit on (B)(6) 2012, were received. The clinic notes state that the patient was last seen on (B)(6) 2012. The physician stated that he was unable to interrogate her vns on (B)(6), 2012 and they need to confirm if her device is working. The physician has left his practice and moved away so no further information could be obtained other than clinic notes from the patient's visit on (B)(6) 2012.

Manufacturer narrative:
.